Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. The data log was reviewed finding hardware error code on the reported date of issue. The reported event was confirmed. The root cause was determined to be a defective hardware component.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6)2015, the patient's receiver screen display was all white. No additional event or patient information is available.